Event description:
It was reported that the patient had poor lead placement, and the lead was implanted crooked in (B)(6) 2012. The initial implanter would not revise the lead placement. The patient was looking to find a physician who would revise the leads. In (B)(6) 2013, the patient had to have the leads replaced, and also a new implantable neurostimulator (ins) was implanted at that time too. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).